Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0hzdz, implanted: (B)(6) 2014, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0dc6p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the issue was unknown. The therapy impedances had dropped to around 300 ohms. The system was explored and there appeared to be damage to the lead. The healthcare professional (hcp) re-tightened the lead and extension connection and the therapy impedances were back around 950-1100 ohms. Prior to this issue the therapy impedances were around 950-1100 ohms. Impedances were measured along the entire system and the issue was not with the extension or implantable neurostimulator (ins). The patient was reprogrammed 1.5 weeks prior to this report and they were doing well. The patient was receiving effective therapy with a 50 percent or greater symptom reduction.

Event description:
It was reported that after 1.5 months, impedances dropped and the efficacy was not as good. For the first 1.5 months the patient had good therapy and normal impedances. The patient was used to feeling paresthesia in their lips, but they stopped feeling the paresthesia at the same time they lost efficacy. At the time of this report the patient had breakthrough tremor. The patient was programmed to c+, 0- when the experienced a loss of therapy on (B)(6) 2014. When the manufacturing representative met with the patient the impedance of the electrode pairs measured in the range of 600-900 ohms. Previously when the patient had good therapy, the impedances were measured to be in the range of 1300-1600 ohms. The therapy impedance had dropped to the 300 ohm range, when it had previously been in the 800-900 ohm range. All impedances were measured at 1.5v. The patient was reprogrammed to 0-, 3+ and therapy impedances were measured to be 775-800 ohms. The patient received good therapy for 4-5 days, but therapy was then lost. The impedances values did not drop once therapy was lost. The patient had no falls or trauma, but they do perform manual labor for work and they lift up to 50 pounds. The patient further mentioned they had older extensions and they may have been a ¿little taught.¿ x-rays and a CT were done of the patient and the system and nothing appeared to be compromised. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report # 3004209178-2014-21396.

Manufacturer narrative:
(B)(4).